Event description:
It was reported that this right ventricular (rv) lead was found to be fractured. The thresholds were high (not possible to obtain a value when tested), and the pace impedance was greater than 3,000 ohms in the bipolar configuration, which triggered the lead safety switch (lss) of the implanted pacemaker. The lss switched the programmed configuration to unipolar. The unipolar configuration resulted in noise on the rv channel with oversensing. No pacing inhibition was reported. The rv lead was replaced with a non-boston scientific product and is expected to be returned for analysis. No additional adverse patient effects were reported.